Event description:
It was reported that the device has a constant air in line alarm when attempting infusion. No patient involvement, the event occurred during testing.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device received for analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. The reported event was not confirmed. Functional testing performed and upon further investigation it was found that the air detector height was degraded. The air detector was replaced.